Event description:
The customer reported that the left monitor would intermittently go black. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onside investigation. The left monitor was replaced. The sys was then found to be operating as intended.